Event description:
It was reported that there was evidence of noise on the electrogram (egm) and oversensing of electrical magnetic interference (emi). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.